Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of an infection. A revision took place but the physician decided to not explant the system as testing showed negative cultures, thus the device was repositioned and remains implanted while the lead remains implanted. A follow up was scheduled. There were no additional adverse effects reported.